Event description:
During the transfemoral tavr procedure, there was insertion difficulty with two separate sheaths. Upon removal of the second sheath, an external femoral artery dissection with slow distal flow was noted with (+) contrast staining. Surgical repair was performed at the right external iliac artery into the common femoral artery, and two stents were placed. Right femoral access was obtained via percutaneous stick. Dilators were flushed and inspected; no defects were noted. Dilators 16, 18, 20 and 22fr were inserted. Difficulty passing dilators was noted on 20fr and 22fr insertion. Upon removal, dilators were curved and several areas of roughness were noted from where the dilators passed through calcified vessels. The 20fr esheath was flushed and inspected; no defects noted. Attempts to insert the sheath were met with great difficulty passing into abdominal aorta. The physician decided to balloon the right femoral artery. A new set of dilators was opened and flushed and again inserted, 18, 20 and 22fr. The 22fr dilator met a large amount of resistance, however passed somewhat easier than the initial dilators. The initial 20fr esheath was again reinserted, and the physician was unable to pass the esheath safely. Balloon angioplasty was again performed. A new 20fr esheath was opened, flushed and inspected; no defects noted. The second 20fr esheath was again inserted with difficulty, however, the physician was able to pass the sheath into the descending aorta. There was no precipitous drop in blood pressure noted at this time. The sapien xt valve was deployed under rvp, positioned 60:40. No pvl or cai was noted on tee post deployment, and hemodynamics remained stable. The delivery system was removed, and the introducer was reinserted into the esheath for removal. Perclose x 3 were used for vessel hemostasis. A final angio runoff was performed, and an external femoral artery dissection with slow distal flow was noted with (+) contrast staining. Vascular surgery was consulted, and a surgical cutdown was performed. Surgical repair was performed at the right external iliac artery into the common femoral artery. Two gore viabahn stents were placed. Positive doppler pulses were noted bilaterally, and the patient remained hemodynamically stable. The patient was transferred to the cvicu, intubated, in stable condition. It was perceived that the patient¿s access vessels with moderate to severe calcifications caused vessel dissection. The patient had mild tortuosity and the minimum luminal diameter (mld) was 7.4mm.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 20 fr sheath is 7mm. In this case, the patient mld was 7.4mm, with mild tortuosity but moderate to severe calcification. The moderate to severe calcification caused the vessel dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.